Event description:
It was reported that a pericardial effusion occurred. A baseline pericardial effusion was present at the start of the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. After several recaptures of the 35mm device, the small baseline effusion was suspected to have grown. The device was evaluated for the release criteria and released. The physicians were unsure if there was a perforation but it appeared that the fluid in the transverse sinus grew a little during the procedure and they saw some fluid bubbles inside the transverse sinus when they flushed the sheath. No further treatment was needed for the effusion. The patient remained stable, and has been discharged.